Event description:
It was reported, that the patient presented in clinic, due to discomfort. Device interrogation failure to capture, extra cardiac stimulation, premature battery depletion. And device in back up mode on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was recovering, after the procedure.

Manufacturer narrative:
The reported events extra cardiac stimulation, premature discharge of battery, device in backup-mode and failure to capture were confirmed. As received, the device had normal telemetry communication and output in backup mode. Device image analysis and functional device testing show elevated device battery current before device went into backup mode. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal levels. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.